Event description:
The account alleged the cardiopulmonary resuscitation feature would not function properly. No reported injury.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.